Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: em200 (motor, legend ehs stylus); serial number - (B)(4); lot number ¿ 206167425; manufactured date ¿ september 14, 2012; UDI number ¿ (B)(4); 510k number - k012457. The device was discarded by the customer. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preoperative preparation, the bur overheated several seconds after being used. A new bur, same product number from a different lot, was used to complete the procedure and there were no further issues. There was no patient or user impact.